Manufacturer narrative:
Correction: a1. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "connecting tube could not be connected to the connector at reprocessing basin due to breakage of lock lever of the tube" occurred due to ever was detached due to external stress to the connecting tube, which caused the tube unable to be connected. The event can be detected/prevented by following the instructions for use which state: preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor accessories had the connecting tube snapped broke. The issue occurred during reprocessing. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.